Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower door failure occurred. The customer reported that the tower door could not be recovered. The customer rebooted the station and attempted to recover the storage space; however, the issue persisted. An error message indicating "failed hardware / requires maintenance" was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) reported that tower door 2 failed to open and emitted a clicking noise. Inspection revealed a malfunctioning micro switch on the door latch, which was removed and replaced, restoring full door operation. The system functioned as intended after the field service engineer repaired the device.